Event description:
It was reported that the device displayed error code 41786. This alarm event pauses the delivery of the pump until the error is addressed. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 27-may-2025. H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was confirmed during power up testing. The printed wiring assembly (pwa) was replaced. The downstream occlusion (dso) seal was replaced as a preventative measure. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.